Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed a 8mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a 12g 014 non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 2mm x 40mm x 145cm nc coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a 12g 014 non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a 2mm x 40mm x 145cm nc coyote balloon catheter. No patient complications were reported.